Manufacturer narrative:
Final device analysis was not possible. The device was returned without the capsule.

Event description:
It was reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off of the delivery system upon removal from the pt. No serious injury to the pt was reported.